Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the basket of an ngage nitinol stone extractor did not open in twisted configuration. The malfunction was discovered when the device was tested prior to performing a flexible ureterorenoscopy (urs) procedure. The device did not come in contact with the patient. The physician completed the procedure with another ngage nitinol stone extractor device. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Investigation ¿ evaluation: one ngage nitinol stone extractor was received for evaluation. The device was returned with the handle in the closed position and the basket formation in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A visual examination noted no damage or kinks on the basket sheath. The support sheath and the basket sheath are still adhered. A functional test determined the unidex handle (udh) does not actuate the basket formation. The udh handle was disassembled and the basket formation could not be manually actuated. The coil assembly appears to be stuck inside the basket sheath; the coil assembly will not move. Complaint has been confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances during the manufacturing process that would have caused or contributed to the reported issue. A review of complaint history for this product/lot number combination revealed this complaint to be the only reported complaint associated with lot number 6978420. Measures have been initiated to address this failure mode. The definitive root cause of this device issue could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.